Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. Device analysis report attached.